Event description:
The customer reported that an error message occurred during irrigation/aspiration (I/a) on the 15th case of the day. The surgery was stopped for a moment while the system was rebooted. The system error message did not clear. The surgeon completed I/a manually. The 16th case was cancelled. There was no pt injury reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the error message. The fluidics module was replaced and sent for in-house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. This report mailed in to FDA on : 06/25/2008.